Manufacturer narrative:
Continued date of birth a2: 1970 (year only provided) based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event not related to the device. Rupture: observed opening in posterior side assessed as surgical impact opening and observed opening in anterior side assessed as surgical damage (shell thickness within specification) additional observations: observed wear abrasion on the device. Observed creases on the device. Observed non-penetrating nicks on the device. Red particles observed in the surface of the shell.

Event description:
Healthcare professional later reported left side rupture and a capsular contracture (baker grade unknown) diagnosed by ultrasound.

Event description:
Unknown reporter reported a rupture. This relates to the left side . The device has been explanted .

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture (baker grade unknown). Visual analysis of the photos identified: rupture: not observed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: encapsulation of the device 100% color red.